Event description:
It was reported that the pump did not dispense the medication. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there was error code 46822. The device was visually inspected and there was a detached downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the printed wiring assembly (pwa) board. As a result, the downstream occlusion seal and pwa were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.